Event description:
It was reported that the patient with this pacemaker system visited the clinic experiencing palpitations. The pacemaker was interrogated and discovered that the lead safety switch (lss) from bipolar to unipolar configurations due to high out of range pacing impedances on the right atrial (ra) lead and low out of range pacing impedances on the right ventricular (rv) lead. Both leads were also noted to exhibit noise signals. The health care professional (hcp) called technical services (ts) and requested further review of the device data. Analysis was conducted and determined that the pacemaker power consumption appeared to be irregular and higher than expected. Ts discussed suspected causes and recommended for the pacemaker system to be replaced. Subsequently, a revision procedure was performed. The pacemaker, rv and ra leads were explanted and successfully replaced with a new device system. No additional adverse patient effects were reported.